Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable caused by a failed keyboard. It was observed that when any remaining functional keys are selected, an automatic outcome of the #3 key will occur following the selected key's function (eg, when the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the (B)(4) search). The front case assembly (including the keypad) was replaced to correct this deficiency.

Event description:
It was reported that a spectrum pump's keypad was malfunctioning. The customer stated that when ever a key was pressed, a "g" will always appear right after the selected key, and then several times again. It was also reported that there was no pt injury.